Manufacturer narrative:
As the patients initials remain unknown, case number is being used as identifier. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, the patient underwent an endovascular treatment of a thoracic aortic dissection. Two ctag devices (gore® tag® conformable thoracic endoprosthesis or gore® tag® conformable thoracic stent graft with active control system) were implanted in zone 3. On an unknown date, the ctag which was implanted proximally dislodged from the proximal aortic neck due to the aortic arch dilation. On (B)(6) 2022, a reintervention was performed. Two gore® tag® conformable thoracic stent grafts with active control system were implanted to extend initial ctag device proximally and gore® viabahn® endoprostheses were implanted in the brachiocephalic artery and the left common carotid artery. The patient tolerated the procedure. Update: (B)(6) 2022, the fsa answered following questions: can you get a item/serial number for the initial ctag device? No. It is also unknown whether the initial ctag device was ctag or ctag ac. When was the aortic arch dilation and the migration of the ctag device observed? Unknown. Did you get any comments from the physician about the cause of the aortic arch dilation? No.